Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the hose connecting the carbon dioxide cylinder cap to the endoscope probe was leaking at the joint and was causing the processor to get wet involving an olympus video system center. There was no patient injury reported.